Manufacturer narrative:
The hillrom technician found the right CPR cable needed to be replaced. Per the hillrom user manual: the hill-rom® 1000 bed requires an effective maintenance program. We recommend that you perform annual preventive maintenance (pm) and testing for joint commission. Examine the handles, brackets, and cables. Make sure that they are in good condition and secured to the bed. Make sure that the bracket and assembly are not bent or damaged. Make sure that the cable is not corroded. Replace or repair parts as necessary. Make sure that the screws are installed and fully tightened. Replace or tighten the screws as necessary. Fully raise the head section, then activate one of the CPR releases. Make sure that the head section lowers. Adjust the CPR cable as necessary. Do the same test on the other side of the bed. Make sure that the CPR mechanism on the head motor is in good condition. Release the CPR handles and make sure that the mechanism locks correctly when you operate the head up control for a approximately five seconds. Make sure that you observe the elevation movement. Replace parts as necessary. Replace the head section motor as necessary. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the right CPR cable to resolve the reported event. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the CPR on the right side was damaged, it was not perform its function. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).